Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant procedure. Following the implant, the patient demanded the implantable cardiac monitor be removed due to feeling significant pain from the device. The device was explanted and not replaced. The patient was stable.